Event description:
The us complainant had a cp pump placed to support a patient admitted in with vfib and CPR with shock x8. The pump was placed but the poor positioning of it prompted pump removal and replacement after 2 days. The new 2ndpump was successfully placed for support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.